Manufacturer narrative:
The device was returned and evaluated. Examination of the catheter valve found that the duckbill valve was torn.

Event description:
It was reported that after inserting the catheter in the right internal jugular over the wire, when the wire was removed, blood (approximately 20cc) came out of the one way valve. The nurse was able to cap the valve and replace the catheter over the wire. New device worked fine. No patient complications were reported.